Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no symptoms reported. The cause of the high impedance was not available. It was reported that the high impedance was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medical devices: product ID 388928, lot# 0210500899, implanted: (B)(6) 2015, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported high impedances of greater than 4000 ohms on combination 0/1, 0/2, and 1/2. Factors that may have led or contributed to the issue remains unknown. No actions or interventions were taken to resolve the issue. The issue was not resolved at the time of the report. The investigator assessed the event as not serious, not related to procedure, and related to the lead. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional urinary incontinence since 2005. No further complications were reported/anticipated.